Event description:
It was reported that during an oral surgery the handpiece began heating up and the console read that it was overheating. There was no pt or user injury associated with this event.

Manufacturer narrative:
The handpiece has not been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.